Event description:
Reportedly, the surgeons deployed two different endo catch ii bags in 2 different cases and the bags broke interoperatively. Therefore, the surgeon had to remove the bags using another means to complete the cases. Procedure: laparoscopic splenectomy. Patient status: no patient injury reported.